Event description:
A peritoneal dialysis patient has be reported that dialysis solution is leaking out of the cassette and into the cycler. Leak found when removing cassette from the cycler after treatment. Pt reports no ill effects from incident. There is a sample available for evaluation.

Manufacturer narrative:
The complaint is deemed as confirmed with returned sample. A batch record review was also conducted and confirmed there were no deviations or nonconformances during the manufacturing process. Product labeling, material, and process controls were within specification, however, product may be damaged by improper handling or technique during set up by the pt/clinician. Additional training info will be provided to the end user.